Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a myocardial infarction, all of which was allegedly caused by exposure to the product administered during dialysis treatment.